Manufacturer narrative:
Please note that this event involves two devices for which the product info is not available. In addition, it is not known whether the alleged malfunction is associated with one or both of the devices. As part of all complaint investigations, an attempt to evaluate the subject device as well as how the device was used was considered. In this particular case, attempts to obtain add'l event info were made; however, thus far no add'l info has become available. The stents remain implanted therefore, not available for eval. However, one image was received. The x-ray shows two lifestents placed overlapping in the femoral artery. The proximal stent does not show any irregularities, the distal stent is elongated. No stent fracture can be determined. As no specific lot number was available no DHR review could be performed. Based on the images provided, the reported stent fracture could not be confirmed. However, potential product and non-product factors which may contribute to the reported issue have been considered. An insufficient pre and/or post dilatation, highly calcified vessel, pt condition or the vessel anatomy may result into an irregular run over the length of the stent. An unintended movement of the delivery system during deployment may result in a stretched or compressed stent. Also, an excessive compression of the outer catheter during deployment may cause an inaccurate release of the stent. These factors may result in an irregular run of the stent after placement. In reviewing the current labeling, we found that the potential product and non-product related factors are addressed in the instructions for use (IFU). The current content sufficiently addresses this potential risk by indicating that occlusion and pretenses are a potential complication associated with the use of peripheral stents. It is stated in the IFU that pts with highly calcified lesions resistant to pta are contraindicated. This event is being reported because this device is the same or similar to one marketed in the united states. (B) (4)

Event description:
It was reported that a 6x170mm and a 6x120mm stent were implanted in the sfa down to the popliteal artery. A stent fracture was reported post implant.